Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was removed and replaced. It was later reported that fluctuating shocking lead impedances were observed and an invasive procedure was performed during which, damage to the lead was found. The lead was capped and replaced.